Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-oct-2025.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c2250092 of echo-19 was returned for evaluation, opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on the 23rd of september 2025 and laboratory re-evaluation on the (B)(6) 2025. On evaluation of the devices the following observations were made: visual inspection: sheath observed to be broken below sheath extender. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue, but needle would not advance. Stylet removed from device without issue. Stylet examined and no issue observed. Needle removed from device and observed to be broken at the mlla location. Re-evaluation visual inspection: distal end of sheath observed to be damaged. The reported failure was observed. Images were provided to support the complaint investigation. Damage to the distal end of sheath was observed on the images provided by the customer. Clarification was requested as follows: ¿during lab evaluation for (B)(4) sheath observed to be broken below sheath extender and when needle was removed from the device was observed to be broken at the mlla location (see pictures below). Pictures provided by the user indicate distal sheath perforation. Could you please confirm if the below was observed by the customer before sending it bac to cirl.¿ response was received as follow: ¿kindly be noted it has existed before returning to cook. It was caused during nurse cleaning the complaint device.¿ manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2250092 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and / label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is evidence to suggest that the customer did not follow the instructions for use (ifu0101). From the information provided it is known that the user continued using the damaged device. As per update to the management of complaints procedure (d00348426 rev008) section 6.6.3, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause analysis a definitive cause could not be determined from the investigation. As there was no additional information shared, a possible root cause is difficult to determine but could be attributed to the application of excessive force during the device advancement process, this force could have caused sheath damage. The user's decision to ¿look after the damage¿ and continue with the biopsy may have contributed to the bending of the needle which would have led to the difficulty passing through the scope and needle advancement difficulty. Clarification indicates that both the proximal sheath and needle breakage occurred during device cleaning prior to shipment back to cirl. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the customer: needle penetrated the sheath surface confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause is difficult to determine but could be attributed to the application of excessive force during the device advancement process, this force could have caused sheath damage. The user's decision to ¿look after the damage¿ and continue with the biopsy may have contributed to the bending of the needle which would have led to the difficulty passing through the scope and needle advancement difficulty. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on visual and/or functional inspection.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c2250092 of echo-19 was returned for evaluation, opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on the 23rd of september 2025 and laboratory re-evaluation on the 09th of october 2025. On evaluation of the devices the following observations were made: visual inspection: sheath observed to be broken below sheath extender. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue, but needle would not advance. Stylet removed from device without issue. Stylet examined and no issue observed. Needle removed from device and observed to be broken at the mlla location. Re-evaluation visual inspection: distal end of sheath observed to be damaged. The reported failure was observed. Images were provided to support the complaint investigation. Damage to the distal end of sheath was observed on the images provided by the customer. Clarification was requested as follows: ¿during lab evaluation for (B)(4) sheath observed to be broken below sheath extender and when needle was removed from the device was observed to be broken at the mlla location (see pictures below). Pictures provided by the user indicate distal sheath perforation. Response was received as follow: ¿kindly be noted it existed before returning to cook. It was caused during nurse cleaning the complaint device.¿ manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2250092 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and / label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is evidence to suggest that the customer did not follow the instructions for use (ifu0101). From the information provided it is known that the user continued using the damaged device. As per update to the management of complaints procedure (B)(4) rev008) section 6.6.3, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause analysis a definitive cause could not be determined from the investigation. As there was no additional information shared, a possible root cause is difficult to determine but could be attributed to excessive force applied during advancement of the device down the scope leading to sheath damage. The damage to the sheath likely contributed to the difficulty in needle advancement experienced by the user, as per description of event ¿user took care of it and continue the biopsy while found out the needle cannot pass through the endoscope working channel.¿ furthermore, the excessive force may have also caused the needle to bend, resulting in the needle advancement issue. Clarification indicates that both the proximal sheath and needle breakage occurred during device cleaning prior to shipment back to cirl. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the customer: needle penetrated the sheath surface confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause is difficult to determine but could be attributed to excessive force applied during advancement of the device down the scope leading to sheath damage. The damage to the sheath likely contributed to the difficulty in needle advancement experienced by the user, as per description of event ¿user took care of it and continue the biopsy while found out the needle cannot pass through the endoscope working channel.¿ furthermore, the excessive force may have also caused the needle to bend, resulting in the needle advancement issue. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on visual and/or functional inspection

Event description:
A supplemental correction report is being submitted following the completion of the lab evaluation on 23- sep-2025 to update annex codes a and g.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During ultrosound biopsy, user took a new echo-19 to do biopsy but found out the needle penetracted from sheath, user took care of it and continue the biopsy while found out the needle cannot pass through the endoscope working channel. User retracted the needle from endoscope working channel and found out the needle bent, and the needle cannot be advanced out under eus. User changed to a new echo-19 to continue the biopsy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.